Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to low blood glucose of 40 mg/dl. The customer had fluctuating high blood glucose of 300 mg/dl. The customer declined to troubleshoot for high and low readings. The insulin pump will not be returned for analysis.